Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: p1501dr, implantable pulse generator, implanted: (B)(6) 2008. Product ID: 5076, implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that there was an increase in the right ventricular (rv) lead threshold. It was also reported that the rv lead sensing value was low. During a device changeout, the rv lead was reconnected to the new pacemaker and remains in use. No patient complications have been reported as a result of this event.